Event description:
Part of one of the two ports of an extension tubing set with 2 pre-split ports connected to a broviac line broke off while in use causing the patient to lose 10 to 15 cc of blood. The part that broke off is the threaded blue plastic housing and is used to connect another line via a threaded lock cannula. The part that broke off is supposed to be permanently attached to the clear plastic housing of the connector. After the nurse discovered a second example of this problem with a second extension set, the nurse tested 15 of the unused extension sets and found two other blue plastic threaded parts from the same lot that broke off easily.